Event description:
Product complication: filter basket recovery issue. Time of complication: during the procedure in 2005. Symptoms: prolonged procedure time by 3 hours. It was reported that in 2005 a 6-8x40 acculink was successfully implanted in the right common carotid artery, a kinking stenosis. Few weeks later in the restenosis artery, the physicians tried to advance the retrieval catheter; however, it became stuck in the meshes of the acculink, which were reported to have been flared due to calcified anastomoses. After post dilation the lesion/stent in the kinking site, a 5.5mm viatrac 14 balloon was used and the physician then used a non-guidant recovery catheter was used to pass the lesion and the accunet was successfully recovered. Both the recovery 1 and recovery 2 catheters were used unsuccessfully. The procedure was prolonged by 3 hours. No additional info was available.